Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: ai translation: nature of incident : the bag detached from the forceps during use while closed. It could, however, be removed from the patient. Device available: yes . Additional information received from tm via teams on 04oct23: for the patient, there is nothing to declare additional information received from tm via email on 09oct23: he (the surgeon) explained to the tm that when he push the blue ¿trigger¿ the bag just dropped itself out on the stomach. He (the surgeon) also said to he believes he made a mistake while opening the bag, however he does not remember what this could be. Intervention: bag was retrieved. Patient status: no clinical impact to the patient.

Event description:
Procedure performed: ni event description: ai translation: nature of incident : the bag detached from the forceps during use while closed. It could, however, be removed from the patient. Device available: yes additional information received from tm via teams on 04oct23: for the patient, there is nothing to declare additional information received from tm via email on 09oct23: he (the surgeon) explained to the tm that when he push the blue "trigger" the bag just dropped itself out on the stomach. He (the surgeon) also said to he believes he made a mistake while opening the bag, however he does not remember what this could be. Intervention: bag was retrieved patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use state, "do not retract prior to full deployment."